Manufacturer narrative:
(B)(4). A revision procedure has been planned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had declared end of life (eol) after two years of being implanted. As a result, a revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Subsequent information was received that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. A review of the device memory confirmed a fault, recorded on (B)(6)-2015, due to the charge time limit having been exceeded. Review of the recorded episodes did not reveal any irregularities. A capacitor reform was initiated. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined.

Event description:
--